Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A main coil was returned for this complaint; the delivery wire and the introducer sheath were not returned. The main coil was found kinked and stretched, besides, the interlocking arm was detached and it was not returned. No more defects were found in the returned coil. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The main coil was stretched and kinked. The interlocking arm was detached and it was not returned. Dimensional inspection of the main coil were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 19mar2019. It was reported that the coil was not deployed successfully. A 15mmx40cm interlock-35 was selected for use. During procedure, the coil failed to deploy/separate under the angiographic catheter due to vessel tortuosity. The coil was then withdrawn out together with the catheter from the patient's body. The procedure was completed with another of the same device. No complications reported. However, device analysis revealed that the interlocking arm was detached and not returned.